Event description:
A discrepancy was reported by the caller involving the insulin gauge, which displayed an amount different from what was anticipated, specifically showing 60 units instead of the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. The caller was advised by customer technical support to contact them again for troubleshooting if the issue reoccurs with an active fill estimate.